Manufacturer narrative:
Concomitant medical products: 690r30 heart ring, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead noise causing inappropriate sensing was noted on the right ventricular (rv) lead. Reprogramming was tried, however "could not be programmed around". A new rv lead was placed. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.